Event description:
Electrocautery pencil that came in cardinal health strl major pack ((B)(4)) separated at the end where the tip is inserted. It was used on the pt, but no injury was noted. The pencil was removed from the field and replaced with a new electrocautery pencil. Reason for use: laparoscopic assisted sigmoid resection.